Event description:
Customer reported device = 118mg/dl. Customer went to the emergency room. Hospital device = 270mg/dl. No treatment was received. Customer was kept for observation in hospital for 3 hours. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.